Event description:
It was reported that during a procedure the wire collet was producing metal shavings and that the metal shavings were successfully removed from the surgical site utilizing tweezers. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the metal surface of the driveshaft was found to be scored. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the wire collet was producing metal shavings and that the metal shavings were successfully removed from the surgical site utilizing tweezers. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.